Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the packaging was compromised and a hair was found inside the sterile pack.

Manufacturer narrative:
Alleged failure: hair inside sterile pack . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be a foreign material was on the device during packaging, or a piece of the filter housing was left-over during the manufacturing process and not seen until it was jarred loose during shipping. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that the packaging was compromised and a hair was found inside the sterile pack.